Event description:
It was reported that this right ventricular (rv) lead exhibited insulation and conductor anomalies. This rv lead snapped in half at the insertion point into the vein after breaking in the pocket resulting to failed explant. This rv lead was surgically abandoned and a new brady lead with a non-boston scientific model was placed in left bundle branch area. No additional adverse patient effects were reported.